Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for embedded foreign matter / molding defect with the incident lot was observed. Additionally, 12 retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter / molding defect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter / molding defect. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: (B)(6) 2023 h3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter customer found a foreign matter on top of the opening and the syringe could not be inserted. The following information was provided by the initial reporter. The customer stated: according to the customer's report, there was fm at the top opening and a syringe could not be inserted. A substitute product was used.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter customer found a foreign matter on top of the opening and the syringe could not be inserted. The following information was provided by the initial reporter. The customer stated: according to the customer's report, there was fm at the top opening and a syringe could not be inserted. A substitute product was used.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.